Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The outcome and patient recovery status of the event were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported on an unknown date, the peritonitis was manifested by cloudy effluent. On an unreported date in the same year (also reported as ten days back), the patient was discharged from the hospital. On an unknown date, the patient¿s effluent remained slightly cloudy. At the time of this report, the patient had not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.